Event description:
It is reported that several times during hip procedures, the trial femoral heads are stiff on the stem and difficult to remove.

Manufacturer narrative:
No devices or photos were returned for further evaluation. The condition of the components is unknown. Device history record review/complaint history could not be performed as the lot codes of the devices are unknown. A potential field age and the frequency of use of the device is unknown. It could not be confirmed if the provisional was trialed in a compatible combination. With the information provided, a specific cause for the reported issue could not be determined. These (B)(4) design controlled devices are used for treatment.

Manufacturer narrative:
This report will be amended when our investigation is complete.